Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer on (B)(6) 2025 that during use the cardiosave intra-aortic balloon pump(iabp) equipment presented errors and was not working. There was no patient harm or injury reported. Fse after several tests moving the screen and the screen's spiral cable, it was not possible to replicate the reported error. The equipment functioned normally without being connected to a power source, i.e., the battery was operating correctly. It was possible to identify, through the fault log, that the equipment presented the error "autofill fail fill" several times on (B)(6). Due to the error occurring intermittently and this being a life support device, fse advise that the equipment be sent to the globalmed laboratory for further functionality tests to prevent errors during use.